Event description:
The customer reported that the 9900 system screen went gray during a case, also the printer was loud. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The printer was cleaned and the power supply switch was replaced during the service call. The system was tested and found to be working as intended and put back into service.